Event description:
It has been reported by an independent repair center that the unit is alarming or red light, and shuts down. The key failure was the 4 way valve being stuck. Additional malfunction for this device was the power switch had no alarm.